Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the united states alleged discrepant results for 1 patient tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system and competitor assay. Original samples was positive for sars-cov-2 with the cobas liat system, negative for flu a and flu b. Two retests with a competitor test (cd mopath analyzer) and on a different cobas liat analyzer were negative for sars-cov-2. Results were reported and no harm or injury was indicated for the patient. The sample was nasopharyngeal collected with remel (transport medium ¿ viral), m4rt tube, 3 ml (ref # (B)(4)).

Manufacturer narrative:
The raw data was reviewed and showed no indication of instrument malfunction. The analyzer is performing as expected and not further instrument assessment will be performed. For this run the internal control CT growth and CT value are robust. Other targets were negative. This is a lod sample for the assay. The results may vary upon re-testing. For discrepancy between technologies, it is most likely due to the differences between the sensitivities and specificities of the assays. (B)(4).